Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 20014 and a reservoir was connected to a drain. As soon as it was connected, a backward flow occurred due to a dysfunction of the anti-reflux valve. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.